Event description:
Patient extubated per physician. Upon removal of ett, patient coughed and spit out blue tip from yankauer suction tube; however, the yankauer being used at the time of extubation was intact with blue tip in place. Tip removed from patient's mouth.